Event description:
A physician attempted an arteriotomy closure of the femoral artery with a starclose device. After the clip was deployed, the physician was unable to retract the delivery system. Surgery was required to remove the device and perform a patch implant on the femoral artery wall. During surgery, it was found that the device was stuck on a large fibrotic tissue sheath around the artery. Hemostasis was achieved by surgery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.